Manufacturer narrative:
Device evaluation: d9, g6, h2, h3, h6, h11. H3: findings/root cause: the reported complaint was verified through event trace review but not duplicated. The (unit under testing) uut was functional normally.

Event description:
It was reported to vyaire medical that the device exhibited an spo2 module error. There was no patient involvement reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient involvement reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.